Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was selected for implant using an amplatzer amulet delivery sheath. It was noted that during procedure there was difficulty experienced implanting the occluder. There were multiple manipulations of the occluder and the delivery sheath noted, including rotation of the occluder and delivery sheath. It was noted that the occluder became prematurely detached from the delivery cable when attempting a partial re-sheath of the occluder. It was noted that a lobe of the occluder deployed into the patient's left atrium. The decision was made to attempt to re-screw the occluder back onto the delivery sheath. After about 20 minutes, the occluder was able to be reattached to the delivery cable and fully recaptured and removed from the patient's anatomy through the amplatzer amulet delivery sheath. Reportedly, the 22mm amplatzer amulet occluder had been fully screwed onto the delivery cable during device preparation. There no adverse patient consequences reported.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was selected for implant using an amplatzer amulet delivery sheath. It was noted that during procedure there was difficulty experienced implanting the occluder. There were multiple manipulations of the occluder and the delivery sheath noted, including rotation of the occluder and delivery sheath. It was noted that the occluder became prematurely detached from the delivery cable when attempting a partial re-sheath of the occluder. It was noted that a lobe of the occluder deployed into the patient's left atrium. The decision was made to attempt to re-screw the occluder back onto the delivery sheath. After about 20 minutes, the occluder was able to be reattached to the delivery cable and fully recaptured and removed from the patient's anatomy through the amplatzer amulet delivery sheath. Reportedly, the 22mm amplatzer amulet occluder had been fully screwed onto the delivery cable during device preparation. There no adverse patient consequences reported. Subsequent to the initially filed information, additional information was received. It was reported that the cause of the premature detachment of the 22mm amplatzer amulet occluder was likely due to the manipulation during implant. The device was partially re-sheathed four times due to the difficulty in finding the ideal landing zone and difficult left atrial appendage anatomy. The device completely detached but remained within the delivery sheath. The patient did not experience any symptoms or clinical signs during or after the event. There was no clinically significant delay. The patient remained hemodynamically stable throughout the procedure. It was reported that the patient was in stable condition. The procedure was aborted.

Manufacturer narrative:
An event of the amulet device prematurely detaching from the cable during a partial resheath was reported. Information form the field indicated the device had been partially resheathed 4 times, against the instructions for use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information form the field indicated it was a difficult implant, with multiple manipulations being done, which could have caused the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 4580 removed.